Manufacturer narrative:
The pump remains implanted in the patient post-mortem and will not be returned for analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a large hemorrhagic stroke. A CT scan was performed to access the severity of the bleed which led to performing a craniotomy for decompression. The prognosis was poor and care was withdrawn. The device was not returned to the manufacturer for analysis as it remains implanted. Death and serious, life-threatening adverse events, including stroke and bleeding, have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Corrected data: (date of event).

Event description:
Approximately six months and two weeks post implantation, the patient contacted the vad emergency line to report a several day history of sinus discomfort, headache, hemoptysis and new onset right lower extremity weakness. The patient was instructed to report to the emergency department but had decided to wait until the next day to be seen in the clinic . On presentation, the patient required wheelchair assistance due to weakness of the right lower extremity. CT of the head revealed a large acute left parafalcine subdural hemorrhage, minimal right frontal acute subdural hemorrhage and intraparenchymal hemorrhage with mild edema in the left occipital lobe. The clinician suspected it may have been caused either by a hemorrhagic transformation of an ischemic stroke or spontaneous hemorrhage in the setting of cough and anticoagulation. The patient underwent emergency craniotomy but subsequently expired. The pump remains implanted in the patient post-mortem and will not be returned to the manufacturer for analysis